Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)'). In a 36-year-old female patient who had essure (batch no. B94870), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine ablation in 2015, amenorrhea, hypertension, cervical spinal stenosis, gallbladder operation, loop electrosurgical excision procedure, cervicitis and uterine bleeding. On (B)(6) 2014, pelvic u/s and results. Previously administered products, included for prevent pregnancy: lo loestrin fe from 2009 to (B)(6) 2014 and depo-provera shot from (B)(6) 2014. Concurrent conditions included: gerd, d & c, cyst, fibroids, obesity, lower abdominal pain, burning micturition, perineal pain, keratoconus, genital bleeding, infrequent menstruation and irregular menstrual cycle. Concomitant products included: alprazolam (xanax) since 2010 for anxiety, sertraline hydrochloride (zoloft) since 2010 for depression, omeprazole since 2017 for gerd, lisinopril since 2017 for hypertension as well as bupropion since 2017, cyclobenzaprine since 2018, duloxetine hydrochloride (cymbalta) since 2010, ibuprofen since 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2014, oxybutynin since 2017, paracetamol (acetaminophen) since (B)(6) 2014, sertraline since 2017 and tranexamic acid (lysteda) from (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal), type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea") and fatigue ("fatigue"). And was found to have weight increased ("weight gain/loss (specify, which one) weight gain"). On an unknown date, the patient experienced abdominal pain lower ("pain lower abdominal area"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (total laparoscopic hysterectomy and left salpingo-oophorectomy and ablation). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal infection, female sexual dysfunction, psychological trauma, anxiety, migraine, nausea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. (Discrepancy noted, regarding insertion date). She had received treatment for pain, bleeding, vaginal infection. If no removal planned, select reason(s): unable to afford surgery. Current weight: 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 35.2 kg/sqm. Hysterosalpingogram: on an unknown date, confirmed that the essure device was successfully occluded; on (B)(6) 2014, total bilateral occlusion. The fallopian tubes were blocked; ultrasound pelvis: on (B)(6) 2016, left vm to confirm appt-kc. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: dysmenorrhea, menorrhagia, dyspareunia, pelvic pain, abdominal pain. Lot number#: b94870, manufacturing date: 2013-11-15, expiration date: 2016-11-30. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-mar-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia),') in a (B)(6) year-old female patient who had essure (batch no. B94870) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation in 2015, amenorrhea, hypertension, cervical spinal stenosis, gallbladder operation, loop electrosurgical excision procedure, cervicitis and uterine bleeding. (B)(6) 2014 - pelvic u/s and results. Previously administered products included for prevent pregnancy: lo loestrin fe from 2009 to (B)(6) 2014 and depo-provera shot from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included gerd, d & c, cyst, fibroids, obesity, lower abdominal pain, burning micturition, perineal pain, keratoconus, genital bleeding, infrequent menstruation and irregular menstrual cycle. Concomitant products included alprazolam (xanax) since 2010 for anxiety, sertraline hydrochloride (zoloft) since 2010 for depression, omeprazole since 2017 for gerd, lisinopril since 2017 for hypertension as well as bupropion since 2017, cyclobenzaprine since 2018, duloxetine hydrochloride (cymbalta) since 2010, ibuprofen since 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014, oxybutynin since 2017, paracetamol (acetaminophen) since (B)(6) 2014, sertraline since 2017 and tranexamic acid (lysteda) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal), type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). On an unknown date, the patient experienced abdominal pain lower ("pain lower abdominal area"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (total laparoscopic hysterectomy and left salpingo-oophorectomy and ablation). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal infection, female sexual dysfunction, psychological trauma, anxiety, migraine, nausea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. (Discrepancy noted regarding insertion date). She had received treatment for pain,bleeding,vaginal infection. If no removal planned, select reason(s): unable to afford surgery. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. The fallopian tubes were blocked.. Ultrasound pelvis - on (B)(6) 2016: left vm to confirm appt-kc. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, dyspareunia, pelvic pain, abdominal pain lot number: b94870 manufacturing date: 2013-11-15 expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Event pelvic was updated to serious incident as surgery information was added. Reporter information, medical history and date of removal was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.